Event description:
It was reported that, around (B)(6), the patient began noticing a gradual buildup of fluid around the pump. The patient saw her healthcare provider (hcp) on (B)(6) and the pump site was severely swollen. They aspirated 200ml. The patient returned on (B)(6) and another 170ml was aspirated. At the time of this report, the patient was in the clinic again and the area was swollen but had not been aspirated yet. The fluid was sent for a culture and preliminary results indicated that noorganisms were found. The patient was getting good spasticity relief and had no headache or fever. A dye study was going to be done, but the hcp may wait until the findings of the fluid culture came back completely. The device system was used to deliver baclofen. It was later reported that a catheter break was confirmed with a dye study on (B)(6) 2014. The break was found at the catheter connector site and the pocket ¿started filling¿ about a month prior to this date. A revision or replacement was to be scheduled. Following the dye study, a bridge bolus was programmed and ran for about 5 minutes before it was cancelled so that the catheter could be primed. A second priming bolus of 0.199ml over 14 hours was then to be done to account for the old drug. The current drug was baclofen 500mcg/ml at 170mcg/day and the new drug was baclofen 750mcg/ml at 170mcg/day. It was later reported that the pump was to be refilled following the previously reported dye study. It was later reported that the patient was feeling fine and was not showing any symptoms of overdose or withdrawal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).